Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the medical intervention of the thealose eye drops that were given to the patient. Since this event is associated with the treatment, this MDR will be against the instrument. From the device perspective, there was no known device malfunction and no instrument issue was alleged by the customer. No service was requested by the customer for this adverse event. No product was returned therefore, a device service history review was performed. The instrument has been located at the customer's site since (B)(6) 2010. As part of the review, it was determined that the instrument's last service was on 04-may-2017. During this service the system checkout procedure was successfully completed indicating that the instrument had passed all tests, met all specifications, and was operational. Trends were reviewed for complaint categories, other adverse event: alopecia and other adverse event: dry eye syndrome. No trends were detected for these complaint categories. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Adverse event terms: hair loss and dry eye(s). (B)(4).

Event description:
This complaint was initially assessed as not reportable however additional information was received on 31 july 2017 and the complaint was reassessed as reportable. The customer emailed to report that a patient who was suffering from a lichen autoimmune disease had developed alopecia since the beginning of her extracorporeal photopheresis (ecp) treatments. The customer stated that the patient had not been treated with any other drugs. In a 09 may 2017 follow-up email from the customer, the customer reported that the patient had started ecp treatment on (B)(6) 2017 and was being treated twice a week. The customer stated that after the patient's first two weeks of treatment, the patient started experiencing alopecia. The customer reported that the patient's ecp treatments continued at the same frequency, and the patient's hair loss also continued. The customer stated that there was no medical intervention due to the patient's hair loss and that the patient's ecp treatments would continue. The customer reported that the patient's ecp treatment frequency may decrease, as this was the usual treatment scheme at this hospital. On 31 july 2017, a user facility report from the (B)(6), was received and upon reviewing the report the following new information was discovered. On (B)(6) 2017, the patient underwent a dermatologic consultation. The dermatologist noticed that the patient's hair and eyebrows were falling out and associated this with total alopecia. The dermatologist stated that the patient's alopecia could be an autoimmune manifestation associated with the patient's myasthenia and lichen disease, however the patient's alopecia did start at the same time as the patient's ecp treatments. The dermatologist stated that there was no question, according to him, of the interest in ecp for this patient; in view of the great efficacy that these treatments have had on the patient's oral lesions. The dermatologist reported that the patient's ecp treatments would continue but with a longer interval between treatments. The patient also underwent a medical consultation on (B)(6) 2017. The consulting physician stated that the patient had a very favorable "evolution" of their lichen autoimmune disease due to their ecp treatments, but the patient also developed alopecia areata, an associated dry eye syndrome, and the persistence of a trend towards chronic diarrhea with ponderal insufficiency while undergoing ecp treatment. In a 04 august 2017 followed up conversation with the patient's internal medicine physician, the physician stated that the patient's dry ocular syndrome coincided with the patient's alopecia and that both began when the patient started ecp treatments. The physician reported that the patient's dry ocular syndrome was not known before the start of the patient's ecp treatments. The physician also stated that the patient's chronic diarrhea with weight insufficiency was already present in the patient since the summer of 2016 and should not be considered related to the patient's ecp treatments. The physician reported that the patient was prescribed thealose eye drops (the physician did not know the active substance name), and that the patient was to use the eye drops according to dryness and discomfort. No product was returned for investigation.